Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed reported error. Fse performed alignments on the sorter, trays and z axis. Fse ran sorter check x10 cups in all positions with no errors. No further action was required. The aia-900 instrument is functioning as intended without any errors. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4). There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages, states the following: [4053] sorter z home overrun error is generated when the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event is due to misaligned sorter.

Event description:
A customer reported getting 4053 "sorter z home overrun" during sample run on aia-900 instrument. Customer also observed that instrument is dropping cups when it tries to place cups in the dispense lane. Technical support specialist (tss) informed customer that instrument could be run in the loader mode. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2) and follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.